Event description:
It was reported that the patient underwent radiation while having an artificial urinary sphincter (aus) implanted. After these treatments the patient experienced recurring incontinence which is expected since radiation affects the tissue resulting in a poor fit and ultimately recurrent incontinence. A revision surgery was performed, in which the cuff was replaced. In the revision surgery, the patient's urethra was wrapped with tutoplast to prevent further recurring incontinence. The patient was noted to have good results. No more information available at the moment. Should additional information become available, it will be provided.